Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the bolus button was damaged and under-responsive. It was reported this caused an under-delivery of insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/01/2014 with the following findings:the bolus button cover was found to be detached. A leak was observed at the bolus button during leak testing. There was no evidence of moisture on the pump¿s internal components. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.